Manufacturer narrative:
Patient initials (B)(6).

Event description:
It was reported that during an atella fracture surgery, when screwed in, the end of screw broke, the screw was removed from the patient. No patient injury rported.

Manufacturer narrative:
The device was used for a patella fracture repair procedure and said: ¿when screwed in, the end of screw broke¿. The return consisted of a partial titanium anchor. The inserter was not returned. No suture was returned. It was reported that the doctor used a 2.5mm drill for insertion site prep. Excessive force during insertion can cause failure of the suture anchor or insertion device. Establish axial alignment of the suture anchor to the drill hole. While stabilizing the insertion site, rotate the anchor clockwise into the hole with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection. No root cause related to the manufacture of the device can be established. No further investigation required.